Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states within the pai region. The customer reported that the iris is not resetting-light is too bright as it gets closer to the mucosa involving pentax medical video colonoscope model ec38-i10l, serial number (B)(4). The customer also stated the model/sn is different on the software than what is on the tag of the endoscope. There was no report of serious injury, delay in procedure or an event that required medical intervention. The customer responded to a good faith effort request via email on 18-oct-2021 and stated the failure was observed during a screening procedure which created a delay of less than five minutes, which did not put the patient at risk for adverse events. There was no risk or potential for cross contamination to other patients and the procedure was completed with the endoscope. The patient did not suffer any injury and is only scheduled for routine future screenings. The endoscope was removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement. Also, the facility does follow pre-procedural checks and use for the product involved as well as follow all instructions for use. The loaner endoscope was received by pentax medical for evaluation on 13-oct-20-21. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician confirmed the customer complaint of poor image and documented the following inspection findings: insertion tube bump at stage 1, passed dry leak test, passed wet leak test, image oversaturation blue or grey dots, distal body chip at channel opening at thinnest part, insertion tube bump at stage 2, ccd circuit board eprom failure, fluid invasion not observed in control body, fluid invasion not observed in pve connector. The device underwent repairs including the following components: o-rings and seals, insertion flex tube, distal end assy with tubes, bending rubber, adjusting collar, angle wire, pcb for ccd drive pb-free. The endoscope is awaiting repair completion and approval by final qc as of 01-nov-2021. Model ec38-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service